Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. (B)(4) - incomplete. The expiration date is not currently available. (B)(6).

Event description:
It was reported that the surgeon attempted to use a versalok anchor during a rotator cuff repair for a lateral row attachment site. Upon firing the versalok gun to secure the anchor into the humeral head, the surgeon noticed that the anchor did not purchase in the bone, but had been fired and thus rendered useless. Ultimately, the anchor needed to be pulled out of the shoulder and discarded. The surgeon ultimately believed that it was a technical error on his part, but I informed him I would report the incident nonetheless. There was no patient consequences. There is no other information known/available regarding this event than being submitted for this complaint.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was discarded and not available for evaluation. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).